Event description:
Patient called after hours to report that her astral would not turn on and ventilate. I went out on call to troubleshoot the problem I ended up removing the battery and I was able to power it down and restart it and it resumed functioning at this point.